Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that the one touch ultra meter is giving inaccurate high readings of "439, 321, and 325 mg/dl" compared to normal readings. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages her diabetes with metformin oral medication and lispro insulin. On (B) (6) 2010 at 12 pm, the pt allegedly obtained the reported meter readings. Based on the readings of "439, 321, and 325 mg/dl," the pt reportedly took her dose of metformin and lispro insulin. Three hrs later, the pt claimed she developed symptoms described as "weak, shaky, and sweaty". At 6 pm, the pt noted that she administered self treatment with food and/or drink. The pt did not test on any other device at the time of concern. During troubleshooting, the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia after she took diabetes medication per the lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.